Event description:
(B)(4). Same as MDR ID# 2134265-2012-06354 and 2134265-2012-06331. It was reported that post a percutaneous coronary intervention procedure the patient expired. (B)(6) 2008, the patient had a taxus express2 8.8pct (mr) 3.00x16mm stent placed in the distal right coronary artery, a taxus express2 8.8pct (mr) 2.75x12mm stent placed in the right posterior descending artery and a taxus express2 8.8pct (mr) 2.50x8mm placed in the right atrioventricular branch artery. (B)(6) 2011, the physician was informed by another facility that the patient unexpectedly expired. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported a 50% stenosed and 5.0mm de novo first target lesion was located in the distal right coronary artery with a reference vessel diameter of 3.00mm was treated with pre-dilatation and deployment of a 3.00 x 16mm taxus express2 stent, resulting in 0% residual stenosis and a timi flow grade of 3. Post-dilatation was not performed. A 75% stenosed and 5.0mm long de novo second target lesion was located in the right posterior descending artery with a reference vessel diameter of 2.75mm. The second target lesion was treated with pre-dilation and deployment of a 2.75x12mm taxus express 2 stent, resulting in 0% residual stenosis with a timi flow grade of 3. Post dilation was not performed. A 90% stenosed and 5.0mm long de novo third target lesion was located in the right atrioventricular branch artery with a reference vessel diameter of 2.50mm was treated with pre-dilation and deployment of a 2.50x8mm taxus express2 stent, resulting in 25% residual stenosis with a timi flow grade of 3 following post dilation. The patient was discharged with no complications the following day on bayaspirin and plavix. In (B)(6) 2011 no ischemic symptom were confirmed at the 3-year post index procedure follow-up assessment.